Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
It was reported that this pacemaker was being removed for normal battery depletion. During the procedure, the right atrial (ra) lead and right ventricular (rv) lead were found to be difficult to remove. It was suspected that the setscrews were retracted, however, they heard clicking. Technical services provided troubleshooting techniques. Subsequently, the physician had to use a bone cutter to free the leads and the device was removed and the leads were used with the new device. There was no harm reported to the patient. No adverse patient effects were reported.